Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the ventricular assist device (vad) coordinator that the battery would not provide power as it was faulty. The battery was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported that the battery was unable to provide power. The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned battery revealed that the unit failed visual inspection due to an illegible release indicator on the output cable. The release indicator is located on the output cable to assist the patient during a connection or disconnection of a power source. The most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. Additionally, the battery failed functional testing due to a high max error. The max error is an indicator of how well the battery's relative state of charge (rsoc) is calibrated. A high max error will cause the battery to flash red on the battery charger. The battery is still able to charge and provide power to a controller. A tendency to exchange batteries before reaching 25% relative state of charge (rsoc) may contribute to an out-of-calibration condition. The most likely root cause of the flashing red can be attributed to a battery that is out of calibration. The observed illegible release indicator and flashing red are additional observations not related to the reported event. The reported event could no be confirmed, the battery was able to adequately provide power to a controller. No failure detected; the battery was able to adequately provide power to a controller. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.